Event description:
Reportedly, since the implantation, the rv threshold has been slowly rising from 0.75v at implantation ((B)(6) 2023) to 2.25 v on (B)(6) 2024. The r waves were around 10 mv and the impedance at 700 ohms since the implant. Re-intervention was performed on the 7-01-24. The position of the lead was septal and consistent with what was reported (patient was implanted in another center). The lead was correctly connected to the pm and after disconnecting the issue was confirmed with the psa. The set screw was fully retracted. Over 20 turns were provided to unscrew the lead and however the markers seemed to show that the screw was retracted, the lead was still quite stuck to the septum. With some maneuvers the lead was extracted out of the patient. The screw seemed to be fully extracted at this point. A new lead was placed in the septum with ideal parameters.

Event description:
Reportedly, since the implantation, the rv threshold has been slowly rising from 0.75v at implantation ((B)(6) 2023) to 2.25 v on (B)(6) 2024. The r waves were around 10 mv and the impedance at 700 ohms since the implant. Re-intervention was performed on the 7-01-24. The position of the lead was septal and consistent with what was reported (patient was implanted in another center). The lead was correctly connected to the pm and after disconnecting the issue was confirmed with the psa. The set screw was fully retracted. Over 20 turns were provided to unscrew the lead and however the markers seemed to show that the screw was retracted, the lead was still quite stuck to the septum. With some maneuvers the lead was extracted out of the patient. The screw seemed to be fully extracted at this point. A new lead was placed in the septum with ideal parameters.

Manufacturer narrative:
Analysis synthesis: the analysis of the provided files confirmed the reported issue, and the gradual rv threshold increase from 0.75v to 2v before the reintervention (7 january 2025). R-wave sensing as well as ventricular impedance remains stable since the implantation. As received, some damages were identified on the lead body, which are most likely caused by the explantation procedure. All electrical measurements performed revealed that the inner and outer electrical continuity were conform to specifications, as well as adequate insulation between electrical lines on each part of the lead. Based on available data and the investigation results, a lead malfunction is not suspected to be the cause of the reported issue. Progressive increases of capture threshold during the lifetime of the lead may occur and result from a variety of factors (e.g., medications, underlying medical conditions, comorbidities, lead position, etc.) That the lead design and instructions-for-use cannot fully account for, as evidence in this case. This case is retained and utilized for trending purposes. Please refer to the attached report.